Event description:
Patient daughter called(B)(6) 22 stating that patient¿s husband is having to charge device more frequently than usual. Also stating that the intensity numbers are different than they have been and that the device is not working as it did before. Patient daughter states patient has had multiple falls over the past year. Most recent fall stated to be september or (B)(6) 2021. Met pt on (B)(6) /22 at (B)(6) office. Back in 2019 patient fell and damaged her ins and had it replaced. And also at the time of the fall her lead was noted to have sustained some type of damage. See mpxr from 2019. (B)(6)22 connection check shows red x at 6 ,7,10,15 impedance check shows: possible open short at 0,3,4,5,13 red do not use at 6,7,10,15 electrodes 1,2,9 high impedance over 21000 electrodes 8,11,12,14 impedance over 15000 reprogrammed patient. Patient¿s daughter stated under no circumstance would she be replacing the lead due to her mothers frequent falls. Patient¿s daughter stated that surgery was not an option for her mother. Issue resolved at this time.

Manufacturer narrative:
Continuation of d10: product ID 39286-65 lot# serial# (B)(6) implanted: 2013-(B)(6) explanted: product type lead product ID 39286-65 lot# serial# (B)(6) implanted: 2013-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). No actions will be taken to resolve the issue. The issue has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient fell and hit his battery on the side of the shower on (B)(6) 2019. Now the battery is sideways, and the patient experienced a change in therapy. An impedance check found that 13 contacts were out of range and greater than 10,000 ohms using electrode 0 as a reference. Electrodes 2, 9, and 10 had measurements of 9959 ohms. X-ray images were taken to visually inspect the integrity of the lead. The issues were not yet resolved at the time of the report. Surgical intervention has not occurred; however, it is unknown if one is planned. There were no further complications reported.